Event description:
Pt was receiving enteral feeds via feeding pump, plugged into the red outlet. Rn, md, and pt's mother noted increasing electrical burning smell. Md stated that the pump was on fire and smoking. Rn noted that the feeding pump was plugged into the red outlet and was smoking. Rn then detached pt from the feeding pump and immediately moved pt and pt's mother from room. Rn then unplugged the feeding pump from outlet. Outlet was noted to have been burnt along with a hole burnt into the back of the plug for the feeding pump.